Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced low blood glucose level. Customer¿s blood glucose level was 2.8 mmol/l. Customer was treat with carbohydrate for low blood glucose level prior to call helpline. Customer declined to troubleshoot for low blood glucose level. Customer did received multiple lost sensor error. The insulin pump will not be returned for analysis.